Event description:
Subsequent evaluation by our r&d and engineering depts revealed the occlusion to be at the tubing to filter connection. This was the result of excess solvent application during the mfg process. Pleas be advised that since the mfg of this product we have made process modifications that will eliminate future occurrences.